Event description:
It was reported that the device could not be interrogated. The device was explanted. Review of stored egms identified noise characteristics typically caused by lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.